Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump would not turn on and that the insulin pump had a black screen. The customer's blood glucose was unknown. The customer changed the battery two to three times, but the black screen remained. Explained the possible causes of the blank display. The customer's daughter stated that the customer would call back in order to troubleshoot the insulin pump. Nothing further reported.